Manufacturer narrative:
Date sent to the FDA: 08/07/2008. (Insufficient drive of disposable) - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods released criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device did not have enough suction and the cord was frayed. No adverse patient consequences occurred.